Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of infusion set's tubing coming apart on 04-may-2024. The insertion site was at right "abdomen". The set had been in use for 4 days before detachment. No further information was available.